Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system had a bad computer. The computer was replaced and the system began functioning as intended. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the framelink program froze after clicking the exit button. The computer would not shut down. The seatools long test-smart was tripped. Cain-disk failure was immenant, with read failure and 4442 bad sectors. 1 sector was waiting to be re-mapped. The computer has a bad hard drive. Analysis found that the reported event was related to a computer component issue.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the computer was freezing. There was no patient present when this issue was identified.